Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found.

Event description:
It was reported that during the implant procedure, the right atrial lead had oversensing that was described as "alternating current interference" while connected to the analyzer as well as when the lead was connected to both the atrial and ventricular port of the device. The cables and a different programmer were used, and adaptor was used but none of these resolved the problem. Reprogramming was able to reduce the oversensing. The lead was repositioned. The bed was moved away from the fluoroscopy equipment and the oversensing was resolved. Another lead model was used to complete the procedure. No patient complications have been reported as a result of this event.